Manufacturer narrative:
(B)(4) - evaluation summary:post market vigilance (pmv) led an evaluation one spacemaker structural balloon trocar opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that when attempting to inflate the balloon the plastic nipple broke off during a lap hernia repair procedure. The visual inspection of the trocar noted the insufflation port was broken and disengaged. Functionally; the condition of the trocar precludes functional evaluation. Visual inspection of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to broken insufflation port, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of the reported condition may occur if excessive force is applied to the inflation port during application.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter during a laparoscopic inguinal hernia repair the trocar was inserted into the patient, inflation bulb was attached to external nipple and when the physician attempted to inflate the balloon the plastic nipple broke off. It was also reported that the physician could not locate all parts of the plastic nipple on or off the sterile field.